Manufacturer narrative:
No 501k as this is a similar device to one marketed in the us. Onsite functional and visual examination was performed by a manufacturer representative. The positioning sensor unit (psu) was re placed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The positioning sensor unit (psu) was returned for analysis. The psu failed an accuracy test. The psu was malfunctioning product analysis (B)(4): see n103a for wo. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the error lamp on the psu lit due to overheating. The issue was resolved by rebooting the system. When performing analysis on the psu it was noted to have failed an accuracy test.